Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center exhibited static lines in the image. The issue occurred during preparation for use during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to field (h3 and h4). The device was evaluated by olympus, and the phenomenon ¿no image¿ was not reproduced, and no defect was observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of no image could not be identified with the information received. Olympus will continue to monitor field performance for this device.